Event description:
A dreamstation CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted an error code 74 present. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.